Event description:
The rn phoned to report excessive battery drain in 2003. The MFR rep phoned again in 2004 for a longevity estimation. They reported that the ICD was being explanted due to suspected battery depletion. However, the device remains implanted this time. The ICD was explanted in 2004 when the battery voltage reached eri before 36 months at implant.